Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse replaced the external monitor connect cable (0012-00-1677). The fse performed a system test and calibration. The iabp was returned to the customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation),h10.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) unit cable in front end board broken. There was no patient involvement reported.